Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, product surveillance technician (pst) observed display to flicker during agitation testing of pump board cable at graphics drive board connection point. Display was disconnected and reconnected to pump board cable which enabled display to function properly. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) verified the reported issue. He replaced the pump with a new one. The unit operated to the manufacturer's specifications. The defective device was returned to the manufacturer for evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the display on the unit was intermittently flashing. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2017 the certified clinical perfusionist (ccp) on the case stated that about 10 to 15 minutes into the pump run the display on the arterial roller head flickered and then went blank. He was able to control flow and adjust the flow through the flow knob along with the central control monitor (ccm) slider. The ccp did state that the pixel display on the arterial roller head was blank for about 10 minutes and then it would intermittently go in and out. Again, he was able to control flow with the flow knob, and the ccm slider. The actual flow display was available on the ccm throughout the procedure. The incident did not delay the surgical procedure, and there was no associated blood loss or harm associated with the incident.